Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the distributor contacted animas, alleging a display (damaged) issue; cracked display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/24/2015. Device evaluation: the device has been returned and evaluated by product analysis on 12/03/2015 with the following findings: on investigation, superficial cracks were noted along the perimeter of the display lens. The display was determined to be clear and legible. Unrelated to the original complaint, the battery compartment was noted to be cracked at the case seal below the bumper.